Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 29jan2021.

Event description:
It was reported to philips that the device had a noise. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The field service engineer reported that the vibration of the device caused the noise reported by the customer, and no repair was required; that was a normal operation of the device. The unit was functionally tested and successfully passed all testing. The unit was returned to service.